Event description:
It was reported that after a procedure, the mdu had smoke and a burning smell. There was no patient involved.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). H6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found a jammed motor causing a handpiece motor stall error. The root cause was associated with a component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time.